Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer loaded a new cartridge to resolve the issue. It was also reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly the customer used cold insulin. Customer¿s blood glucose level was 150 - 190 mg/dl.